Event description:
It was reported that (2) tvc55 were used during a colostomy takedown with low anterior resection procedure. It was reported by the rep that the surgeon attempted to fire the first tvc55 and the blade would not advance when attempting to fire. The rep was called into the room as the nurse was opening another tvc55 and told her to reload the tvc55 with a fresh reload. The third tvc55 operated correctly and the case completed. There was no consequence to patient.